Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown superior prodiscl superior plate, unknown quantity, unknown item number and unknown lot number. UDI # unknown part number, UDI is unavailable (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; schulte, t., et. Al., (2007), acquired spondylolysis after implantation of a lumbar prodisc ii prosthesis, spine, 32 (22), e645-e648. This article reports on a (B)(6) woman with severe osteochondrosis l5-s1 and discogenic lumbar back pain that underwent implantation of an artificial disc, prodisc l. Surgery and postoperative course were uneventful and the patient improved significantly with back pain and mobility. Eighteen months after surgery, the patient was again admitted to outpatient clinic for new back pain that had slowly increased over time. Nineteen months after implantation of the prodisc l prosthesis, the patient underwent posterior instrumentation and fusion. During revision surgery, instability of both interarticular portions of l5 could be detected. The postoperative course was uneventful. Patients low back pain reduced significantly. Six months later, patient was free of pain and active. This report is 1 of 3 for (B)(4). This report is for an unknown superior prodisc l implant, unknown part/unknown lot number.